Manufacturer narrative:
Additional narrative: event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with a non-synthes prosthesis and synthes hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 4.5mm cortical screw for the repair of the right hip of an iatrogenic fracture on (B)(6) 2015. Patient developed a septic right hip. The non-synthes prosthesis for the right hip had failed and was removed with all synthes¿ parts on (B)(6) 2015. Patient was revised with a new non-synthes prosthesis, and new synthes¿ hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 7.3 cannulated locking screw. There was no surgical time delay reported for the explant surgery. The patient status outcome is good and the surgery was successfully completed. This is report 6 of 10 for (B)(4).